Event description:
It was reported by the representative the device was used during a esophagectomy. It was reported poor staple line formation. 05/26/1998 device was fired and hemostasis was not what they has expected. Case was completed by over sewing. There was no consequence to the pt.